Event description:
As reported: "glenoid component loosening. Aseptic glenoid failure. Investigator review of images on (B)(6) 2023 visit: note no component migration, but noted humeral osteolysis at zone 6, 7, and 8 >2cm and glenoid osteolysis at zones 3, 5 and 6 >2mm. Revision surgery on (B)(6) 2024".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. The opinion of the medical expert was requested on this case despite the limited information provided, and stated as follows: failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) and in this case medical imaging is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "glenoid component loosening. Aseptic glenoid failure. Investigator review of images on (B)(6) 2023 visit: note no component migration, but noted humeral osteolysis at zone 6, 7, and 8 >2cm and glenoid osteolysis at zones 3, 5 and 6 >2mm. Revision surgery on (B)(6) 2024".